Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula kinked events on (B)(6) 2024. The event occurred within 3 hours after insertion. The insertion site was at abdomen. The blood glucose evel was high (specific value unknown) and the patient was treated by changed infusion set and then bolus. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.